Manufacturer narrative:
Patient information is not available for reporting. This report is for an unknown synthes matrixrib system/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Implanted, explanted dates: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. To capture additional medical/surgical intervention required: the literature article indicated that the splint perforation of the visceral facing cortex was treated conservatively and that this was identified on CT due to the patient having dyspnea and tachypnea. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: wijffels, m.m.e. Et al (2018), early results after operatively versus non-operatively treated flail chest: a retrospective study focusing on outcome and complications, european journal of trauma and emergency surgery, pages 1-9 (the netherlands) the aim of this retrospective study is to compare the outcome of flail chest treatment by surgical rib fixation with non-operative treatment, with special focus on the impact of surgical complications. Between march 1, 2011 and march 31, 2014, for the operative treatment group it was comprised of 23 patients (15 male and 8 female with a mean age of 60 years old). These patients were surgically fixated using an unknown synthes matrixrib system, consisting of pre-contoured metal locking plates, locking screws, and intramedullary splints. The results were then compared to a historic control group (non-operative treatment). Primary outcome measure is the occurrence of pneumonia. Secondary outcome measures included the total hospital length of stay, duration of mechanical ventilation, surgical complications and the ICU length of stay. Outcome data were collected retrospectively from the patient¿s medical files during the first 30 days after trauma. The following complications associated with operative treatment group were reported as follows: twelve cases of unknown adverse events. Three cases of surgical site infection. One case of crosslinking rib. One case of splint through cortex. Two cases of bleeding. Eight cases of pneumonia. One case of respiratory insufficiency. Three cases of delirium. Two patient deaths were reported 1 of which was injury-related. This report is for a case of splint through cortex. This report is for an unknown synthes matrixrib system. This is report 1 of 1 for (B)(4).